Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported in a questionnaire regarding the fellow eye, that following an intraocular lens (iol) implant procedure, the patient had a yag laser. The patient is still unhappy with unresolved symptoms. There are two medical device reports associated with this patient. This report is for the left eye. A previous report for the right eye was submitted under mfg. Report num. 1119421-2019-00328.